Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a driver sheared off while final tightening a set screw during surgery. All pieces were removed from the wound. The procedure was completed using an alternative instrument. There was no report of patient injury associated with this event.

Manufacturer narrative:
The returned driver was evaluated. The tip was found twisted. The complaint is confirmed. The cause is unable to be determined. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.